Event description:
It was reported that the ventricular output was out of specification. The epg (external pulse generator) was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. A diode on the ventricular side of the heart lead flex is shorted. Lower case and side bail covers are broken. Ring cover is contaminated. Keyboard is scratched.